Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater thank 125 ohms. It was noted the patient was recently implanted. Boston scientific technical services (ts) recommended evaluating the device system and determining if the patient was exposed to any electromagnetic interference (emi). An x-ray was performed and there were no visible issues. Subsequently, the device was reprogrammed. The crt-d and rv lead remain in service. No adverse patient effects were reported.